Event description:
The customer reported that the device shutdown while delivering a shock. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device shutdown while delivering a shock. No adverse pt impact was reported. A follow up report will be submitted upon completion of the investigation.